Manufacturer narrative:
Field service device evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The fse cycled the device on and was not able to duplicate the reported device behavior. The fse did not find any assembly failure therefore, no component root cause investigation will be performed. The operational verification procedure was performed and passed. Having met manufacture specifications the device was returned for use.

Event description:
The customer reported disconnecting the patient from this ventilator device to do cares. The device did not alarm and the touch screen display was unresponsive to touch commands. The customer reported no patient harm however, the patient was removed and placed on an alternate device.